Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged when plugged into a power source. Subsequently, an unspecified malfunction occurred. Customer's blood glucose level was 400 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally, the battery issue could not be verified due to the malfunction issue.